Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The device was returned and screening analysis was performed, but no issue was identified requiring full analysis. Concomitant medical products: 5076-58 lead, implanted: (B)(6) 2006. The initial reported event of infection was submitted via an alternative summary report. As the summary report has been revoked, this new information is therefore being submitted via a 30 day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an infection occurred. The implantable cardioverter defibrillator (ICD) system was explanted and not replaced. No further patient complications have been reported as a result of this event.